Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation was unable to duplicate the unresponsive button complaint. There was no visible damage to the keypad. All the buttons responded properly to presses. Removal of the keypad cover did not find damage or contamination to any of the button contacts.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the ¿up arrow¿ and ¿down arrow¿ buttons are not responding to presses. Reporter stated that the buttons were responsive initially after battery change but became unresponsive shortly thereafter. Reporter acknowledged that pump was exposed to water when the patient went swimming with the pump, but denied that there was evidence of moisture ingress in the pump and damage to the rubber keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.